Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module board occurred. There was no harm or injury reported. The device was returned to a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition related to the oxygen blending module board occurred. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.